Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as an angry irritation with blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to use hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.